Event description:
This spontaneous report of a non-serious, unlabeled event (telangiectasis) is being submitted as a 10 day report. A physician reported that a female patient received injections of restylane injectable gel (injectable dermal filler) from another physician into possible areas of the face that may include the nasolabial folds, angle of the mouth and bridge of the nose (total 1.2 cc) in 2007. Medical history included migraines, fibromyalgia, liposuction, face lift, silicone and collagen injections, fat injections, prior restylane and botox (botulinum toxin type a) treatments. Concomitant medications included aciphex (rabeprazole sodium), topamax (topiramate), ambien (zoldipem tartrate), cymbalta (duloxetine hc1), verapamil and imitrex (sumatriptan succinate). On an unspecified date in the following month, the patient developed lumps with overlying telangiectasis (telangiectasis) at the injection sites. Tests included: on two months later, chin biopsy: foreign body granuloma secondary to exogenous material. On the same day, laboratory: periodic acid stain (pas) and gram stains negative for fungal organisms. Fite stain negative for acid fast bacilli. Gram stain is negative for bacteria. As of follow up received on the following month, the event was on going. The lot number and expiration date were reported as 8165 and 03/2008.